Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a loss of ac power while connected to the mobile power unit (mpu). Log files were sent for review. A no external power event was recorded on 29jun2025 6:33:16 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. Data from the reported event date of 29jun2025 in the submitted controller event log file was reviewed. On 29jun2025 at 06:33:16 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that the power cord had a v-lock connector, there was no loss of power to the house, and the unit remains in use. They stated that the ac cord came loose from the wall outlet. Per the information provided, the root cause for the no external power alarm was determined to be user error by the ac cord coming loose from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord. It was reported that the ac power cord came loose at the wall outlet and did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.